Event description:
It was reported that the user selected an incorrect meal size announcement (¿usual¿ instead of ¿more than usual¿) while using the ilet bionic pancreas, which resulted in insufficient insulin delivery and hyperglycemia, with a highest reported blood glucose of 287 mg/dl and confirmation by fingerstick of 264 mg/dl trending down. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no use of back-up therapy, and no ketone testing. Investigation included troubleshooting and user education. Investigation of this case revealed user error related to meal announcement entry. It was concluded that the device functioned as designed and that incorrect meal size selection led to the hyperglycemic excursion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.